Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used an ercp (endoscopic retrograde cholangiopancreatography) procedure to place a stent for biliary drainage on (B)(6), 2011, according to the complaint, during the procedure, when the jagwire was attempted to be advanced, the tip of the jagwire detached inside of the patient. Attempts were made to recover the detached piece, but were unsuccessful. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as "stable" in addition, the patient has an malignancy (curable) in pancreas and will therefore be operated and the site hopes to remove the detached piece during that operation.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used an ercp (endoscopic retrograde cholangiopancreatography) procedure to place a stent for biliary drainage on (B)(6), 2011, according to the complaint, during the procedure, when the jagwire was attempted to be advanced, the tip of the jagwire detached inside of the patient. Attempts were made to recover the detached piece, but were unsuccessful. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as "stable" in addition, the patient has an malignancy (curable) in pancreas and will therefore be operated and the site hopes to remove the detached piece during that operation.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the pebax tip had detached, revealing the corewire. No other anomalies were noted. The root cause is considered operational context since due to an anatomical or procedural factors found during the procedure an excessive force seems to be applied limiting the performance of the unit. Labeling review performed and no anomaly was found. Similar complaint trend review revealed no other complaints have been reported for the lot number 14224268. A DHR (device history record) review was performed and no deviation was found.